Event description:
It was reported that the device/right ventricular lead lost capture, has oversensing and has high impedance. Non-invasive x-ray image of the header illustrated that the setscrew was engaged although the lead connector pin was not all the way into the device connector block. The device/lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.